Manufacturer narrative:
(B)(4) the field service engineer (fse) inspected the device and could not duplicate the reported malfunction. The fse performed all the calibrations, the extended self-test (est), short self-test (sst). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient transportation, the pb980 ventilator went into back-up ventilation when re-connected to a wall air source. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.